Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the stimulator was no longer working and that was why they turned it off. The patient would like to have the device removed but their implanting physician had left the practice. Patient reported they had the therapy shut off because it was uncomfortable no matter what they tried. After the device was first implanted they turned it on and patient could feel it and was not sure if they could get used to the stimulation sensation, but the healthcare provider (hcp) told the patient they would get used to it however patient never did. Patient was not able to sleep at night because they knew it was there and was not getting any better. The patient tried multiple different settings but could never find a comfortable spot to keep the therapy and started to get urinary tract infections so turned the therapy off. Patient services provided hcp listings.